Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was 422 mg/dl. The bg level was addressed with manual injection. Reportedly, the user's parents regularly assist the user with boluses via the pump and manual injection due to user's age. It was confirmed that the user had an alternate method of insulin delivery available.